Manufacturer narrative:
The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use ligating device's handle spring broke and was ejected, making the ligation loop unable to be released. Then the doctor cut the outer sheath wire, and the ligation loop was successfully released. The issue was found during an esd (endoscopic submucosal dissection) procedure. There were no reports of patient harm.